Manufacturer narrative:
Correction: the catalog and unique identifier numbers were updated in section d4.

Manufacturer narrative:
Section b5: additional information was provided on 02/23/2022. The patient went to health facility for therapy adjustment and it was determined that the patient is highly prone for stress and the infusion device was working perfectly. The blood glucose values improved at the health facility and the patient still uses the infusion device for therapy.

Event description:
Additional information was provided on 02/23/2022. The patient went to health facility for therapy adjustment and it was determined that the patient is highly prone for stress and the infusion device was working perfectly. The blood glucose values improved at the health facility and the patient still uses the infusion device for therapy.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels of 528 mg/dl with ketone bodies of 3+.